Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that they need the stimulator all the time, they have to wear depends every day and they are still having bowel leakage. Patient said after their surgery in december it was working for about a week and after that, they increased stim from 1. 1 to 1. 8 but it's still not helping. Reviewed interstim therapy optimization information, control equipment general use and function and recommended keeping a symptom diary to track results. The patient said they had this problem for a very long time, 10 years, before they got the implant. After their lead revision surgery, they noticed a feeling of pain going down their backside and thigh which is no longer happening but now, it feels like all the skin down their backside and thigh, feels burnt and numb. The patient tried turning the therapy off during the call, but the sensation did not go away. They turned therapy back on, said they were on program (p) 3 they thought they should be on p1, changed back to p1 and said, on p1, they notice pain down their leg. They changed to p3 and said they did not have the pain down their leg, but have the burning and numbness. They have not told their doctor about the burning and numbness. Reviewed some stim sensation information and redirected them to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was that the patient was on program 3, not program 1, so the patient has gotten them mixed up. Nothing needs to be done.